Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 82 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. The current blood glucose was 77 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor went off and sensor reading was 42 mg/dl and blood glucose was 82 mg/dl. It said customer was at 52 mg/dl and got up and tried to recalibrate again. Turned the sensor back on and it was at 83 mg/dl and it wouldn¿t accept the calibration. It was much closer to 100 mg/dl and can¿t went back because it would take several minutes, it will be in the ¿75 mg/dl to 90 mg/dl range and the sensor was reading 40 mg/dl to 50 mg/dl, and threshold was set at 65 mg/dl and it would not suspend until it goes below 65 mg/dl and 77 mg/dl. The sensor glucose and blood glucose are more than 100 points differences and got high blood glucose of 250 mg/dl and it reads well over 300 mg/dl. It is slowly creeping up from 59 mg/dl to 60 mg/dl and it doesn't have anything to do with what the blood glucose is reading. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. The device will be returned for analysis.